Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The "hospital ICD registry" called to report this system had been explanted/capped. The local representative was contacted. He has checked with both the following physician and the hospital and neither have any record of this patient being seen for an explant. It is unknown at this time why the system was explanted. It does not appear to have been replaced. Should additional information become available, this event will be updated.